Event description:
The customer alleged that received a control test result of 381 mg/dl using his contour ts meter. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer then ended the call before any additional info could be obtained. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date without the meter info.